Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted

Event description:
It was reported that the patient¿s left ventricular lead was dislodged. The lead was capped and replaced on (B)(6) 2017. There were no adverse events related to the lead dislodgement. During the procedure, the cardiac resynchronization therapy defibrillator was explanted and replaced prophylactically due to battery advisory. There was no allegation of premature battery depletion. The patient was stable before, during and after the procedure.